Event description:
Allegedly, patient was revised due to aseptic loosening tibia. Component not revised: advance recessed all poly patella high dome 25mm product ID: kprc25hi lot #: 128767095, revision njr number: 2153826, side: l, primary asa: p2 - mild disease not incapacitating.